Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During the onsite visit the (B)(6) did not find any issues with the vacuum 1 or 2 operations. Review of the logfiles for the day of treatment shows the warning messages, reflecting that the user pressed the right foot switch to turn off the vacuum but not one of them is related to this reported treatment. There was no malfunction of device. This treatment was performed without any error. The vacuum during the treatment was good and stable. No technical root cause was identified as the system was operating within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported poor suction and an incomplete side cut during corneal flap creation. The flap was lifted and the treatment was completed. Additional information has been requested.